Event description:
Reportedly, the instrument was closed, fired then would not release off tissue. The tissue had to be cut away from the instrument with shears and the tissue cauterized to stop the bleeding (more blood loss and longer procedure time). The instrument would not roticulate back to straight, so the dr had to remove the instrument, trocar and tissue. A new trocar was placed. Pt status okay, no transfusion needed. Procedure: lap bso.